Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that inside syringe package has some type of brown residue. Verbatim: rcc received a complaint via email. Email(s) attached. Hello, we have received a quality complaint on product sold to our customer. Please contact the customer and cc xxxxx.com and xxxx.com on any future communication. Please use the medline complaint number (B)(6) on all correspondence injuries or adverse event: no item: 309628 quantity affected: (B)(4). Serial/lot number: (B)(6). Po : 4517085434 reported issue: inside syringe package has some type of brown residue ¿ see attached picture.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a 1ml luer-lok syringe (p/n -39628) was received and evaluated. The image shows one syringe in a sealed package with large brown stains on most of the barrel consistent with embedded foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces.

Event description:
No additional information.